Manufacturer narrative:
The investigation determined the interference was not to anti- streptavidin antibodies. The sample interference lead to partially non- linear dilution behavior in the estradiol reagent. The interference was slightly reduced by protein g treatment. There was no more sample available for investigation.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable estradiol results for one patient on their e411 analyzer. The specific date of this event was not provided. The patient's initial result was 789 pg/ml. The sample was repeated and the result was 800 pg/ml. 789 pg/ml was reported outside the laboratory. The physician told the customer the initial result did not match the condition of the patient who had a total hysterectomy. The patient's sample was repeated with an ria dpc estradiol method and the result was 420 pg/ml. No adverse event was reported. The estradiol reagent lot number and expiration date were not provided. A patient sample was provided for investigation. The investigation results were the same as the customer's results and suggested the possibility of a non-specific reaction was low.